Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 56 mg/dl. Customer had treated their low blood glucose with glucose tablets and food. The customer also reported they were programming a temp basal when their numbers were ramping without input. It was also found a button error alarm occurred after replacing the battery. The customer could not recall any significant events leading to the keypad issues. Customer's blood glucose was 170 mg/dl at the end of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected low battery or failed battery alarm noted. Insulin pump had battery cap stripped battery cap coin slot, minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.